Event description:
It was reported that the patient had a spacer placed for treatment of infection utilizing lps components on the stated date. After the infection appeared to have cleared, the patient was converted uneventfully to a distal femoral replacement on (B)(6) 2023, where the femoral sleeve was left as it seemed well fixed and could not be removed when attempted. Patient presented for follow up this week in the office with pain in femur and surgeon believed the femoral sleeve was now loose. Patient was scheduled for surgery and the sleeve was found to be loose, but was unable to be removed as the femur had remodeled and the femoral stem could not be extracted without intervention. After removing the femoral components, a cemented stem was placed uneventfully. While it took some time to expose the femur to access and remove the femoral stem, no delay was encountered because of depuy components. The femur was fractured posteriorly during the removal of the components and a cable was placed without issue to address this. The first 4 items listed were placed on (B)(6) 2023, and the last 4 were placed on (B)(6) 2023. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.